Manufacturer narrative:
See scanned pages.

Event description:
Literature: lanotte m, verna g, panciani pp, et al. Management of skin erosion following deep brain stimulation. Neurosurg rev. 2009;32(1):111-14. Literature summary: case report describing a case of non-infected device extrusion through the skin; in order to prevent infection and system removal, scalp reconstruction over the area of system exposure was performed. A male patient with advanced parkinson's disease presented with skin erosion over the cap used to fix the electrode to the skull. The deep brain stimulator was implanted 6 years before. The patient was admitted to the hospital on august 2007 following an accidental trauma which occurred 2 months before. A scalp reconstruction was performed in order to preserve the deep brain stimulation system avoiding consequences related to implant removal. The system was bilaterally perfectly working, and the presence of infection was excluded, and laboratory tests. The skin overlying the device was completely excised up to 1 cm far from the plastic cap. Clindamycin solution was irrigated in the wound and left in place for 5 minutes. The cap of the electrode fixation device was not removed. Three months after the procedure, the flap was healthy with no signs of infection or fistula and no alteration of the deep brain stimulation system efficacy was observed during the follow-up period.